Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2013) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The alleged event of ¿distal faillockings¿ was not confirmed. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned is fully given. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. No non-conformity was identified.

Event description:
It is reported by the hospital that the target device had distal failed lockings. A replacement was available.

Event description:
It is reported by the hospital that the target device had distal failed lockings. A replacement was available.